Event description:
On (B)(6) 2023, the lay user/patient contacted lifescan (lfs) japan, alleging that their onetouch verio vue meter was reading inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged inaccuracy issue began on the morning of (B)(6) 2023. The patient reported obtaining alleged inaccurate high blood glucose readings of ¿190 and 210 mg/dl¿ with the subject meter and claimed they had not eaten any foods that would raise their blood glucose level. The patient advised that their normal blood glucose range is between ¿150 ¿ 160 mg/dl¿. It was not reported what medications, if any, the patient takes to manage their diabetes or if they made any changes to their usual diabetes management regimen as a result of the alleged issue. At the time of the call, the patient reported experiencing what they thought were hypoglycemic symptoms such as ¿sweating¿. The cca advised the patient to seek medical attention if they were experiencing symptoms that were not consistent with their blood glucose results. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.